Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon experienced mistargeting whilst performing drilling of proximal locking holes through suprapatellar aiming arm. Kit included the newly designed suprapatellar insertion handle. Surgeon indicated that he needed to move the aiming arm to allow the drill bit to pass through the nail. This occurred in both proximal static holes. Surgeon explained that he felt the issue was in the connection between the aiming arm and insertion handle. Surgeon was able to complete the procedure and there was no patient harm.